Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd micro-fine¿+ pen needles were blocked and could not inject insulin during use. The following information was provided by the initial reporter, translated from chinese to english: "said that there was a 50% chance that the needles could not inject insulin liquid. The customer thought that the needles were blocked".